Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been beeping for last one hour. The customer¿s blood glucose was 100 mg/dl. Troubleshooting steps were provided. Customer reported that they did not hear beeps when audio volume settings were saved. Customer was advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed.(B)(4).